Manufacturer narrative:
Concomitant medical product: d334drg implanted: (B)(6) 2013.

Event description:
It was reported that the right ventricular (rv) lead had intermittent noise and low lead impedance. The lead was capped and a new lead was implanted. No patient complications have been reported as a result of this event.